Event description:
The customer reported being hospitalized for low blood glucose of 99 mg/dl due to too much insulin. Troubleshooting was performed. The programming on the insulin pump was correct. The customer mentioned that she was sick the week before the event. The customer could not verify the units left in the reservoir as she was not at home. The displacement test was performed and passed. The customer stated that she will see her doctor in a few days to discuss having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.